Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show that no insufficient labelling or mislabeling could be identified. The root cause for the system failure could not be determined but is assumed to be user error. During troubleshooting of the affected system, the service engineer detected a massive fluid intrusion into the c-arm beam cover. The fluid caused a short circuit of the proximity signal resulting in the error. If the proximity signal is permanently active, only slow c-arm movements using the overwrite mode are possible. The c-arm beam covers of the artis pheno system are equipped with a sealing system which prevents fluid from intruding into the covers. The spillage tests were passed successfully prior to the release of the affected system for installation at the customer site. Due to lack of information it could not be determined if the covers became defective over time due to system usage. The covers were not been returned for investigation and no pictures of the system and the fluid problem were provided. The service engineer cleaned the c-arm and its covers and after drying, the system recovered. During clarification of why fluid could be spilled on the beam covers, it was confirmed by the service engineer that sterile drapes were not used by the customer. According to the instructions for use, sterile drapes to cover the c-arm should be used during the procedure to keep off fluids and to clean and disinfect the system more easily. The service engineer addressed the situation to the hospital´s administration who confirmed that they will purchase the relevant drapes. No similar events have been reported to siemens for the artis pheno system. Therefore no corrective action is planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an aortic aneurism procedure, the user reported a system hardware error and no c-arm movements were possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.